Manufacturer narrative:
Siemens healthcare diagnostics headquarters support center (hsc) concluded their investigation of the discordant, falsely depressed total bilirubin (tbil) result. Quality control was within range without evidence of imprecision or outliers on the event date. Hsc's review of the calculations data indicates a small change in absorbance throughout the reaction for the initial processing of sample ID (B)(6) in comparison to the repeat processing of the sample. Hsc review of all results for this sample ID indicates the repeat processing of the correct sample contained a hemolysis error that was not present on the initial processing of sample ID (B)(6). The customer confirmed that when they went to manually program the sample in the position on the sample rack, they mistakenly loaded the incorrect serum for that sample ID. The second time when sample was processed and gave a result of 12.0 mg/dl which is the correct result. The customer confirmed this was due to operator error. Hsc concludes the cause of discordant low tbil result is due to operator error. Hsc has reviewed the information provided and concludes that it is was not determined to be a reagent lot or instrument issue. There is no evidence of a potential product issue. The instrument is fully operational. The device is performing within specifications. No further evaluation is required.

Event description:
A discordant, falsely depressed total bilirubin (tbil) result was mistakenly reported for a serum neonate patient result from another patient's sample ID on a dimension vista 1500 system. The result was reported to the physician who questioned the result. Reprocessing the correct patient sample yielded expected results. A corrected report was issued. No treatment was provided to the patient on the basis of the reported discordant tbil result. There are no known reports of patient intervention or adverse health consequences due to the discordant tbil result or sample misidentification.